Event description:
It was reported that during a coronary treatment procedure a drug eluting stent was implanted instead of a bare metal stent. The lesion was located in a marginal graft. The physician intended to implant a bare metal stent, but a 3.5x32mm taxus liberte' drug eluting stent was deployed in the lesion. The mix-up was discovered during billing. The patient was notified and started on antiplatelet therapy. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.